Manufacturer narrative:
An investigation into this complaint could not be completed, as the alleged sample was not returned. A review of the device history record for lot 63775 showed no specific manufacutring yield issues for this complaint issue. Quest will continue to monitor this complaint trend.

Event description:
It was reported to quest medical by iu health that a small leak was noted on the disposable, where the tubing enters the blood pouch. It was confirmed that there were no patient complications.